Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a procedure for urology, the subject device was used. When the user cleaned the subject device, the user noticed that the tip of the device was damaged. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On july 1, 2020, omsc found that a part of the tip was missing.

Manufacturer narrative:
This is a supplemental report to provide additional information. The factory of aomori olympus confirmed that one of the grasping jaws was broken off. A brittle fracture due to corrosion was found at the breaking part. Adhesion of foreign substances was found around the breaking part. A part of the grasping jaws was partially missing. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the event occurred due to the following occurrence mechanism. Something (e.g. Detergent solution) remained due to insufficient cleaning after use. The residue corroded the arm part of the cup and decreased the strength. One of the jaws was broken off when the jaws were subjected to a load. The above device handling has warned in the instruction manual.